Event description:
Per the clinic, the patient experienced open circuit on all electrodes due to a sustaining head injury. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the device was explanted on (B)(6) 2024 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.